Manufacturer narrative:
Batch review performed on 07 may 2021: lot 1902823: (B)(4) items manufactured and released on 25-jun-2019. Expiration date: 2024-06-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee surgery and was implanted with competitor implants. On (B)(6) 2019, the patient had the competitor implants revised to medacta implants for reasons unknown. The surgery was completed successfully. The patient came in reporting pain due to a patella dislocation and the cause of the patella dislocation is unknown. 1 year and 6 months after medacta implant insertion the surgeon revised the femoral component, insert, and added extension stem, distal femoral wedge, and posterior femoral wedge. The surgery was completed successfully.